Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases were broken and the main printed circuit board was out of specification electrically. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis confirmed the test failure related to noise rejection seen during service and repair of the device. After a hybrid circuit component was replaced the test passed. Conclusion: confirmed the failure seen during repair of the device caused by a hybrid circuit component failure.